Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose was unknown mg/dl. The customer stated she took the device out to do a bolus and none of the buttons except the down arrow were working. The customer was advised that the device would replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the device and revert to backup plan.